Event description:
The customer reported that prior to use on a patient, the iabp generated an alarm (unk). Vertical lines were on the touch screen and the iabp stopped pumping. The customers rebooted the iabp and it worked for a while but then the issue reoccurred. The iabp was replaced and therapy was started. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The iabp was returned to a company service facility and is under evaluation. The company service representative identified evidence of contamination in the monitor connector causing an intermittent connection. We are follow up with the customer in an attempt to determine the source of the contamination. A supplemental report will be submitted once the evaluation is completed. (B)(4).